Event description:
The service report shows that the device went inop while on patient use. There was patient harm or change in therapy. The mallinckrodt customer support engineer (cse) verified error code in memory. The cse inspected the device and replaced the appropriate parts. The unit then passed extended self testing.